Event description:
On (B)(6) 2019 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. The maximum diameter of the aortic aneurysm/lesion was 55mm. The patient tolerated the procedure. On (B)(6) 2021 computed tomography (CT) imaging revealed a distal type I endoleak on the contralateral limb in the patient's right common iliac artery. The suspected cause of the endoleak was reportedly the loss of distal limb fixation in the patient's right common iliac artery. Right internal iliac artery embolization and right common iliac artery to external iliac artery extension via percutaneous right femoral access is planned to treat the endoleak.

Manufacturer narrative:
Concomitant medical products and therapy dates: allopurinol (zyloprim) 300 mg, aspirin 81 mg, atorvastatin (lipitor) 40 mg, cephalexin (keflex) 500 mg, eliquis 5 mg, furosemide (lasix) 20 mg, lisinopril (prinivil,zestril) 20 mg, metoprolol succinate (toprol-xl) 50 mg, multiple vitamin.

Event description:
On november 16, 2021 CT imaging reportedly revealed that the maximum diameter of the aortic aneurysm/lesion was 61mm. On (B)(6), 2021 the patient underwent coil embolization of the main trunk of the right internal iliac artery. An additional contralateral leg component was used to extend the initial contralateral leg component, located in the patient's right common iliac artery, down to the patient's right external iliac artery. It was reportedly unknown if the endoleak was resolved. The patient will be returning for a follow-up CT scan on or around (B)(6), 2022 and the physician reported that resolution of the endoleak will be determined at that time. There were no further reported issues. The patient tolerated the reintervention.

Manufacturer narrative:
B.5. Event description: additional information added regarding reintervention. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and dilatation. D.1. Brand name corrected. H.6. Investigation conclusions: code 11 updated to code 50.